Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power and had blank display as well as damage. The customer¿s blood glucose level was 312 mg/dl or 321 mg/dl. The customer stated that the insulin pump alarmed no power and it got cut off. She could not get it to turn back on. The customer also stated the insulin pump had a burn near battery compartment. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer states unable to troubleshoot blank display. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plans. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device had stripped battery cap coin slot, minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker (no burn spot near battery compartment).